Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient sustained a blow to the head on the implant side. Attempts to connect to the internal device were not successful.